Event description:
It was reported that the pt was implanted a biolox delta head, 12/14, 36 x -3.5 on (B)(6) 2012. The pt was revised on (B)(6) 2014 due to squeaking while walking. The surgeon believes that the liner disassociated from the cup.

Manufacturer narrative:
The MFR did not receive the device, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).